Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 307 mg/dl. The customer stated that they had multiple pump error alarms. It was reported that they were able to clear alarm. It was reported that they had recurring pump error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 24; problem isolated to the electronic assembly during visual inspection. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify pump error 40 alarms due to critical pump error alarm.